Event description:
It was reported that during a da vinci-assisted surgical procedure, the surgeon believed that part of the tip of the vessel sealer extend (vse) instrument appeared to be melted. No fragment fell into the patient. The user completed the procedure and no known impact or patient consequence was reported.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has requested that the vessel sealer extend (vse) instrument be returned for failure analysis testing. As of the date of this report, the product has not yet been received.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The vessel sealer extend (vse) instrument visual inspection found one side of the jaw thermally damaged. The damage was at the tip of the jaw. There was no material missing. The instrument passed electrical continuity. There are moderate amount of debris on the jaws. This failure is due to arcing from other instruments. The complaint was confirmed by failure analysis. The probable root cause is attributed to the user.

Event description:
Refer to h11 for follow-up information.